Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. An unapproved viscoelastic was used during the procedure. Additional information was requested on 02/01/2010, 02/09/2010, and 02/16/2010 by phone, fax, and mail. A completed questionnaire was received on 02/01/2010. (B) (4). (B) (4). (B) (4).

Event description:
A surgeon reported a patient with a hyperopic surprise following intraocular lens (iol) implant surgery. An unapproved viscoelastic was used during the procedure.